Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The site indicated the device green suture is expected to be returned for evaluation, the device was discarded. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Sheath: 9f, 18 fr. Stent: gore viabahn endoprothesis. Heparin.

Event description:
It was reported that suture placement was successful in the left common femoral artery (lcfa) using the preclose technique prior to an aortic valve implantation procedure. The arteriotomy was 9 fr and the vessel was described as mildly calcified; however, with no plaque at the punction site. During the index procedure the sheath was upsized to 18 fr. Reportedly, after completion of the aortic procedure, while pulling down the prostar xl knots, the sutures carved through the arterial wall and came free of the patient's anatomy. The lcfa was closed via contralateral approach using a non-abbott stent. There was no adverse patient sequela. The physician is reported to be in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Evaluation summary: the device was discarded, and only the green suture was returned for evaluation, which confirms the report of the inability to deploy the suture. The suture was 19 and half inches in length and within specifications. The report of the suture carving the arterial wall and coming out of the artery suggests the suture may have been pulled too hard during knot advancement. This type of event can also be influenced by inadequate tissue captured during suture placement; however, this can not be confirmed. Based on the analysis, reported information and manufacturing inspection criteria, the reported experience and associated patient effects appear to be related to user technique and operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.